Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A root cause has not been identified. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implantation procedure, the patient could not see well. The iol was later removed. Additional information has been requested.